Event description:
Clarification of event - the impedance anomaly was out of range, low pacing lead impedance, not high hv lead impedance as initially reported. The lead was explanted. Externalized conductors were observed at explant. There were no patient complications associated to the procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 40.6-40.8cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 8.3-8.6cm and 9.6-10.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.5-24.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 26.7-27.7cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion was noted at 8.8-9.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. The inner coil was exposed at this location, consistent with the field observation of low pacing lead impedance.

Event description:
It was reported that upon interrogation, high, out range, high voltage lead impedance measurement was observed. The patient was asymptomatic. Close monitoring will continue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.